Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 138mg/dl. An infusion set change was performed to address the occlusion alarm. Additionally, it was reported multiple malfunction alarms occurred. The customer's bg levels ranged between 54-87mg/dl. The customer was unsure of the root cause of the low bg level and whether the malfunction alarm caused the bg level. Juice was consumed to address the bg level. A follow-up call to ensure the customer's low bg level was resolved was declined by the customer.